Manufacturer narrative:
On-site service was requested; however, the call was later canceled by the customer who indicated that the issue had been resolved. Per telephone conversation with the customer, the field service engineer (fse) helped the customer address the leak by phone and helped the customer adjust the bsv (blood sampling valve) knob which was loose, resolving the reported leak problem; the customer indicated no further issues since the adjustment of the knob. Per conversation with the fse, the customer was advised to replace the needle assembly. Failure mode was identified: the failure mode is related to loose bsv knob which was adjusted, and to the needle assembly which was replaced by the customer. No erroneous results were generated for this event. Both failure modes identified are likely to impact cbc (complete blood count)/differential and reticulocyte results, which could be flagged, un-flagged or non-numeric according to the severity of the leak. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The customer reported about 3 ml of diluent dripping from the manual probe of the lh500 when changing from the manual to auto mode. The customer also indicated that there were intermittent error messages for "partial aspiration" and that the needle was piercing the sample tubes off center. The operator was wearing personal protective equipment of gloves, goggles, and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.